Manufacturer narrative:
A ge svc rep performed an other investigation. The ps1 power supply was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported that the system displayed a communication error message that locked the system up and required a reboot to clear. There is no report of pt injury associated with this event.